Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's blood glucose readings were low showing the device to be performing as intended. The consumer reported she is visually impaired and was not able to provide any results other than she was getting low results in the 20's. When the emts arrived they tested the consumer getting a result of 27 or a 37 mg/dl on their blood glucose meter. The consumer was treated with IV glucose. The consumer was not transported to the ER. The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.